Manufacturer narrative:
The returned device was evaluated. During an investigation it was found that some segments of the led display are not illuminating correctly. The system board was replaced and the unit functioned as designed.

Event description:
It was reported that the upper display segment is dim. There was no known impact or consequence to patient. Additional information received indicated that the upper middle led has a segment that is still visible, but dim. There was no known impact or consequence to patient.